Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a replacement procedure on (B)(6) 2019, the subject pacemaker was interrogated prior to implantation and some parameters were modified. The patient's current pacemaker was then interrogated, followed by a second interrogation of the subject device, which was found in standby mode. The switch to standby mode was confirmed; reportedly, no telemetry error occurred and no other pacemakers were within vicinity of the subject device. The pacemaker was re-initialized with a different programmer and some parameters were changed by the operator. Preliminary analysis confirmed that the programmer induced a switch in standby mode. The device was correctly reinitialized.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure on (B)(6) 2019, the subject pacemaker was interrogated prior to implantation and some parameters were modified. The patient's current pacemaker was then interrogated, followed by a second interrogation of the subject device, which was found in standby mode. The switch to standby mode was confirmed; reportedly, no telemetry error occurred and no other pacemakers were within vicinity of the subject device. The pacemaker was re-initialized with a different programmer and some parameters were changed by the operator. Preliminary analysis confirmed that the programmer induced a switch in standby mode. The device was correctly re-initialized.